Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician experienced resistance/friction while advancing the palmaz medium stent delivery system due to severe tortuosity of the subclavian artery. During the advancement, the stent was noted to have moved/shifted proximally on the balloon/delivery system. The device was successfully removed from the patient. The physician used a boston scientific express stent to complete the procedure successfully. There was no reported patient injury. The patient is in stable condition. The target lesion was the left common iliac artery. The lesion was reported to be: heavily calcified/tortuous, and a 90% stenosis. The approach for the procedure was from the left brachial. The lesion was pre-dilated with a powerflex 4 x 40 balloon catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. No additional information is available.

Manufacturer narrative:
The complaint received states that during an interventional procedure the palmaz medium had tracking difficulty and the stent was offset / out of position on the sds. The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician experienced resistance/friction while advancing the palmaz medium stent delivery system due to severe tortuosity of the subclavian artery. The lesion was pre-dilated with a powerflex 4 x 40 balloon catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. No additional information is available. During the advancement, the stent was noted to have moved/shifted proximally on the balloon/delivery system. The device was successfully removed from the patient. The physician used a boston scientific express stent to complete the procedure successfully. There was no reported patient injury. The patient is in stable condition. The target lesion was the left common iliac artery. The lesion was reported to be: heavily calcified/tortuous, and a 90% stenosis. The approach for the procedure was from the left brachial. There was no report of injury for the patient. The product was returned for inspection. One non sterile palmaz stent sds catheter 6.0 mm x 4cm was received coiled inside a plastic bag. No residues were noted on the catheter. There were bents and kinks detected on the catheter probably due to the way the unit was sent for analysis. Stent was damaged on distal end and middle zone. Balloon did not look like it had been inflated. The stent was reviewed under microscope. Marker bands were on their correct positions according to (B)(4). Stent was crimped. Stent was not loose on the balloon. Crossing profile for stent was measured in the proximal part and found within specification. Outer diameter for proximal seal was also measured and found within specification. Insertion/withdrawal of a 0.035'' guidewire was performed according to (B)(4) and no resistance was felt. Customer complaint reported as tracking difficulty was not confirmed since outer diameter of proximal seal and crossing profile for stent were within specification, besides no resistance was feel when inserting a guidewire to the catheter. The complaint reported as stent offset was not confirmed either since stent was on its correct position. No corrective actions will be taken for these reported complaints. Cause of secondary failure found on the product analysis per stent damaged in middle and distal part could not be conclusively determined, procedural causes might have contributed with it, there is no evidence that it could be related to manufacturing, therefore no corrective actions will be taken. The reported complaints could not be confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The cause of the noted damage to the stent could not be conclusively determined. Review of the information suggests that vessel and lesion characteristics may have contributed to the reported and confirmed events.